Event description:
The customer reported that the system displayed a filament regulator failure and there was smoke coming from the battery compartment. This was during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the batteries and performed an arc test. The system was tested and found to be working as intended and put back in service.